Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a sensation in their upper shoulder. Follow up with the clinic indicated that the patient had lifted a mattress shortly after their implant and the right atrial (ra) lead had moved. A revision was later planned. During the revision procedure, it was noted that the right ventricular (rv) lead exhibited high thresholds. Electrophysiology testing during the procedure indicated that the patient no longer needed either lead and they were both removed. No further patient complications have been reported as a result of this event.